Event description:
Real, r., linhares, p., fernandes, h., rosas, m. J., gago, m., f., pereira, j., vaz, r. Role of tc-sulesomab immunoscintigraphy in the management of infection following deep brain stimulation surgery. Neurol research international. 2011;2011:817951. Doi: 10.11 55/2011/817951. Summary: the authors evaluate the potential role of immunoscintigraphy with tc-labelled antigranulocyte antibody fragments (tc-sulesomab) in the management of infection in parkinson's disease (pd) patients following deep brain stimulation (dbs), the presence of which correlates with the extent of infection, thus I) allowing the differentiation of patients who should remove the entire system vs. Those who could receive a more conservative treatments; and ii) helping to determine the most appropriate timing for re-implantation. This study looked at 8 patients with pd who had been implanted with bilateral dbs in the subthalamic nucleus (stn) between (B)(6) 2002 and (B)(6) 2008 and had persistent device-related skin erosion and/or infection. The leads and stimulator were placed in a single stage procedure. Each patient experienced skin erosion and/or infection that was treated with antibiotics, but had persistent or recurrent wound dehiscence. Immunoscintigraphy was then performed between (B)(6) 2009 and (B)(6) 2010 and each patient was then subjected to wound debridement alone or in combination with either partial or complete hardware removal. Reported event: a male patient who was implanted with dbs for pd at the age of (B)(6) presented with subclavicular dehiscence that developed after routine ipg replacement due to end of battery life, and subsequently presented with wound dehiscence of the left frontal incision. The patient had an (B)(6) and had had 3 prior surgeries which at some point included the removal of the ipg and extension cables. Because of the persistent or recurrent wound dehiscence a tc-sulesomab immunoscintigraphy was performed. The tc-sulesomab immunoscintigraphy showed focal uptake (left frontal and intracranial along the electrodes trajectory). A surgery was performed during which purulent exudate over the burr hold caps and around the electrodes was found. Both electrodes were removed. The infection healed, but the patient was not reimplanted due to dementia. See literature article attached in MFR report# 3007566237-2011-09329.

Manufacturer narrative:
Unk implanted: unk explanted: unk lead model neu_unknown_lead, lot# unknown serial# unk, implanted: unk explanted: unk lead, model neu_unknown_ext, lot# unk serial# unknown, implanted: unk, explanted: unk, lead model neu_unknown_ext lot# unk serial# unknown, implanted: unk, explanted: unk.